Event description:
Customer returned 24 unused maxaj sensors to covidien (B)(4). Covidien (B)(4) tested the 24 sensors and noted that when comparing the sensors' spo2 readings, at the same time, to another sensor (unk type), 23 of maxaj sensors gave lower readings. Twenty-three of the maxaj sensors gave spo2 94 while the other sensor (unk type) read spo2 100. Sensors were being tested and not used on pts.

Manufacturer narrative:
(B)(4). This is the fourth report of 23 reports. Referencing all 23 reports: 2936999-2013-00974, 00975, 00976, 00977, 00978, 00979, 00980, 00981, 00982, 00983, 00984, 00985, 00986, 00987, 00988, 00989, 00990, 00991, 00992, 00993, 00994, 00995, 00996.